Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as a snare was inserted to remove the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4-5. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and following deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). A snare was then inserted, and the clip was removed from the patient. A new triclip xtw was inserted and deployed on the tricuspid valve, reducing the tr to a grade of 1. There was no clinically significant delay in the procedure.